Event description:
During the implant of this endograft system, the pull wire extension was pushed too hard on the contra side and the lockball was caught on redundancy. The contra limb was pushed up and brought back down with 6 french fogarty. A contralateral stent was placed to improve limb flow.